Manufacturer narrative:
Device powered up properly after battery installation. The device was received with operating currents within spec. No failed battery test alarms noted. The device was received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for failed battery test. Blood glucose reading at the time was 103 mg/dl. Troubleshooting was performed. The insulin pump alarmed for failed battery test again when the reporter inserted new battery. Advised reporter to send insulin pump in for analysis. Nothing further reported.